Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant of this right ventricular (rv) lead, the patient exhibited p-wave asystole. Back up pacing was provided while the patient's intrinsic rhythm quickly, returned. It was additionally reported that the patient went into atrial flutter during the procedure. During implant, a catheter had inadvertently dislocated the already implanted rv lead and again the patient went p-wave asystolic and had to be externally paced. The same lead was successfully repositioned and the procedure completed. Post implant optimizations were assessed and checks serval hours later confirmed a strong intrinsic rhythm and all settings as expected with normal operation. The physician expressed no product allegations and no adverse effects post implant.